Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-15478. It was reported the patient suddenly lost stimulation. Patient denied suffering any falls. The sjm representative met with the patient and diagnostic testing indicated invalid impedance readings on all lead contacts. X-rays were ordered, however the results are unknown. The patient also experienced discomfort at the ipg site due to the location of the ipg. Surgical intervention was undertaken on (B)(6) 2014 and intra-operative testing indicated invalid impedance readings on all lead contacts. The physician did not wish to view the lead using fluoroscopy. The physician elected to explant the patient's ipg and also removed the terminal ends of the lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.